Manufacturer narrative:
Batch review performed on 02 january 2020. Lot 1904564: (B)(4) items manufactured and released on 15-fjul-2019. Expiration date: 2024-07-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the medacta sphere insert flex right 10mm s5 with a medacta sphere insert flex right 10mm s5 1 month after primary. The surgery was completed successfully.